Event description:
It was reported the flex deflectable videoscope image went completely black during the laparoscopic bowel resection procedure. There were no reports of patient harm. The procedure was completed with the same device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the investigation confirmed that the event reported by the customer did not occur. However, in addition, the following reportable malfunctions were identified during the device evaluation: plastic distal end cover was deformed. Based on the results of the investigation, it is likely due to damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause is likely a random component failure without any design or manufacturing issue. A definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.